Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted on (B)(6) 2001, during the endovascular treatment of a descending thoracic aortic aneurysm, measuring 56mm x 50mm in size, extending approximately 170cm from the proximal descending thoracic aorta. Vamf44x44x200 was implanted distal to the lsca, and vamf46x42x150 was positioned just above the takeoff of the celiac artery. It was reported during a follow up CT chest scan on (B)(6) 2020, a type ia endoleak and aneurysm enlargement in the proximal stent graft was identified on the imaging. Tevar intervention took place on (B)(6) 2020, during which two valiant navion devices were implanted. A valiant navion stent (43x43x183) was implanted distal to lsca covering proximal valiant captivia device, and the second valiant navion stent (46x46x95) was placed over distal valiant captivia device. On (B)(6) 2023, the patient presented to the emergency department with altered mental status and right hemiplegia. CT imaging revealed a worsening intraparenchymal haemorrhage in the brain and intraventricular hemorrhage. Due to a poor prognosis, the patient was not considered a surgical candidate. After considering options, the family made dnr. The patients hypotension progressed, and the patient expired from bradycardic arrest. Per the physician the cause of the type ia endoleak and aneurysm enlargement is undetermined. Per the physician the cause of death was reported as unrelated to the medtronic devices. No additional clinical sequalae were provided and the patient expired.